Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm ran the iabp unit thru complete calibration and functionality tests and all tests passed to factory specifications. The stm checked the iabp log files and observed a gas loss alarm that occurred for approximately 10 minutes. The stm continued with the evaluation and ran the iabp unit on a test balloon and trainer for approximately 2 hours without issue. The stm instructed the customer¿s biomed to run the iabp unit overnight and report if there were any problems. During the overnight testing, the iabp unit did generate the "gas loss" alarm. The stm returned to the customer¿s site and replaced the pneumatic module assembly, then ran the iabp unit thru complete calibration and functional tests which passed to factory specifications. In addition, the stm replaced the printer as per the customer¿s request. The iabp unit was then cleared for use and returned to the customer. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a "gas loss" alarm. The getinge service territory manager (stm) spoke to the ICU lead upon his visit to the site and she stated that they checked the connections of the catheter and balloon and all seemed good; she said the unit was still pumping as it should but the alarm would not silence, so they put another unit on the patient with the same balloon. The stm asked if there were any issues with the balloon and they stated no - it was still in the patient and in use on the exchanged unit. There was no adverse event reported.